Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that login times ranged from approximately 30 seconds up to 3 minutes. A field service engineer adjusted the local network speed settings on the station, but no improvement was observed. When the network cable was disconnected, the station logged in immediately using cached credentials, indicating a network related delay. Hospital information technology team (it) confirmed a recent network switch replacement and prior port configuration changes that had caused the unit to go offline. Further investigation identified firewall and security configuration changes as the cause of delayed communication with the server for biometric identifier (bio ID) authentication. It made the necessary adjustments, and login performance returned to normal with no further delays observed. The system functioned as intended after the hospital it resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was in disconnected mode with a critical override, preventing login, and patient data may not have been current. However, there were no delays or adverse events or injuries reported based on this event.